Event description:
Regulator failed on the ino vent, causing no nitric oxide to bleed out rapidly. The regulator leaked at the end where there is just a round fixed block that should not rotate. The unit alarmed because the nitric oxide tank ran out.======================health professional's impression======================the equipment was immediately removed from service/patient care. The system was reviewed and a leak was identified on the regulator.======================manufacturer response for ino vent regulator, inomax ds======================the manufacturer plans to send their review to reporting facility when complete.